Event description:
Reportedly, the patient complained of some dyspnea on exertion and slight edema of his right lower extremity. The patient, who is an (B)(6), was diagnosed with a paravalvular leak, 3 months and 30 days post implantation of a 21mm bioprosthetic valve. Clinical notes indicate the area most likely was heavily calcified and did not seal. Chest x-ray was clear and a 2-dimensional echocardiogram suggested periprosthetic leak. Further tee showed a semilunar opening with significant periprosthetic valve insufficiency. Furosemide was prescribed with little relief from symptoms of edema. No action was taken as the patient does not want to re-do heart surgery. There are no plans to replace the valve. Patient status is unchanged.

Manufacturer narrative:
Method: no device return. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The patient complained of shortness of breath on exertion and was diagnosed with paravalvular leak approximately 4 months after implant of the aortic valve. He was prescribed a diuretic but felt it did not improve his symptoms and the doctor reduced his dosage from 40mg to 20mg daily. A paravalvular leak is described as a leak outside the valve, not going through the leaflets, and represents regurgitant flow between the sewing ring and the aortic wall. If hemodynamically significant, this will require replacement of the heart valve. There are several contributing factors to a paravalvular leak, including but not limited to, insufficient debridement of calcified tissue, surgical technique, and patient factors (fragile tissue). In this case, the health care provider stated "the area most likely was heavily calcified and did not seal". The device will not be returned for evaluation because it remains implanted and there are no plans to explant this device. Therefore, there is insufficient information to conclusively determine the root cause for the reported paravalvular leak.